Event description:
It was reported, that this right atrial (ra) lead oversensed the minute ventilation (mv) signal. The ra lead also, exhibited intermittent increases in the pacing impedances, noise. And oversensed far-field r-wave and t-wave signals. Technical services (ts) recommended troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).